Manufacturer narrative:
The customer reported complaint for the platform displaying a fault 08 (motor controller fault detected) error message was confirmed during archive review and initial functional testing. The root cause for the reported complaint was due to a defective motor controller board, as a result of normal wear and tear of the autopulse platform. No physical damage was observed on the autopulse platform during visual inspection. The autopulse platform failed initial functional testing due to fault 08 (motor controller fault detected) displayed upon powering on. The motor controller board was replaced to remedy the fault 08 error message. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in august 2014 and is almost 6 years old, well beyond the expected service life of 5 years. Review of the archive data indicated multiple fault 08 error messages on the customer reported event date. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed fault code 08 (motor controller fault detected). No additional information was provided. No consequences or impact to patient